Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the wife advised that some of sheaths in the previous box lot no jucz0137 were faulty. The glue was too weak. She also advised that others were too sticky and hard to remove.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿too much adhesive¿. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to remove: the sheath may be removed by gently rolling it off the penis. Avoid simply pulling the sheath off. Removing the sheath whilst having a bath or shower may increase comfort." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the wife advised that some of sheaths in the previous box lot no jucz0137 were faulty. The glue was too weak. She also advised that others were too sticky and hard to remove.